Event description:
It was reported that an instrument was found to be worn. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed annex g code - mechanical (g04) - drill it is unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.